Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic left upper lobe resection, on left superior lobar artery, the surgeon was able to press the green button, but was not able to squeeze the handle and the device did not fire. They replaced new gun and reload to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were slightly advanced and the articulation lever was in neutral position. The instrument was received engaged with the listed loading unit. The instrument shaft was broken and the single use loading unit "sulu release" was disengaged from the "blue button". The tube housing was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent broken instrument shaft may occur due to rough handling. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.